Manufacturer narrative:
The damage found was sustained during procedure. The lead was other normal.

Event description:
It was reported that during the implant procedure, the stylet became stuck near the distal tip of the left ventricular lead and could not be removed. The lead was damaged during the stylet extraction. The patient was asymptomatic during the procedure. The physician replaced the lead and the surgery was completed without adverse consequences to the patient. The patient was stable post procedure.